Event description:
Reportedly, due to pacing failure caused by a high ventricular threshold occurring on (B)(6) 2025 (few days post implantation), a CT scan revealed a ventricular perforation. A reintervention was performed the same day to reposition the lead.

Manufacturer narrative:
Analysis summary: the associated manufacturing records for this lead were reviewed, which confirmed that the lead was manufactured in accordance with the standard operating procedures. A cardiac perforation was suspected on (B)(6) 2025 following an observed increase in ventricular threshold, and subsequently confirmed by CT scan. A re-intervention was performed to reposition the lead the same day and resolved the associated electrical issue. Therefore, a lead malfunction is not suspected. Cardiac perforation may be attributable to factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, due to pacing failure caused by a high ventricular threshold occurring on (B)(6) 2025 (few days post implantation), a CT scan revealed a ventricular perforation. A reintervention was performed the same day to reposition the lead.